Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while the device was removed from service at the bench repair facility, an emergent issue regarding physical damage and debris in the universal serial bus (usb) port was discovered. As the device was removed from service at the time of the discovery, no patient was involved during the event.

Event description:
This report is based on information provided by a third-party bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint while at a bench repair facility, indicating that the debris and a damaged usb port. There was no patient involvement, therefore no health consequences or impact.